Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. When reviewing similar events for the maxi move passive floor lift we have found 7 other similar cases where it was confirmed that a t-bar detached from the device completely during usage with resident within last 5 years. Please note that arjohuntleigh manufactured over (B)(4) maxi move lifts to date (maxi move ii - legacy, and maxi move iii - current production, as they have similar design of t-bar assembly). With the amount of sold devices and with comparison to the daily use of them the occurrence observed for complaints with this failure mode is considered to be very low. The device was visually inspected by an arjohuntleigh representative at the customer site and found to be out of specification - the t-bar nut loosened up and came off dropping the t-bar out of the lifting arm (jib). The device was being used for patient handling and in that way contributed to the event - the spreader bar fell with resident to the floor and sustained an injury. Unfortunately, despite our best efforts, the facility staff has not revealed any further details about the incident, neither a sustained injury because of their internal investigation and health information privacy. It was confirmed only that the injury required hospitalization. The last service maintenance of the device was performed in september 2015 - one year before the reported incident. A comprehensive root cause analysis was performed to investigate this problem. From the analysis of different potential root causes of the investigated issue, we can conclude that a user error (lack or poor daily pre-check and maintenance) could not be ruled out as a factor likely contributing to the event. No design anomalies of the t-bar assembly were observed. The spreader bar to t-bar attachment is called the lock & load system in the labelling of the device. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar will allow separation of the spreader bar. T-bar is attached to the lifting arm with a screw bolt to the bearing on the lifting arm. The exact cause of the separation described in this event remains unknown. Received information points out that involved t-bar assembly was detached from the lifting arm, set screw was missing from t-bar threaded area, t-b lock nut was dislocated from its correct position and came out. To preserve the safety and performance of the device, preventive maintenance should be carried out in intervals recommended in product documentation. List of recommended steps can be found in the instruction for user (04.km.99/2us from august 2006). Please note that as per the instruction for use provided with the device (operating and product care instructions 04.km/00/2us, page 36 from august 2006): "the following checks should be carried out daily: carefully inspect all parts, in particular where there is personal contact with the patient's body. Ensure that no cracks or sharp edges have developed which could injure the patient's skin or become unhygienic. Check that all external fttings are secure and that all screws and nuts are tight. Warning: if in doubt about the correct functioning of the maxi move, do not use it and contact the arjo service department." The received information and our evaluation as described above show that if maxi move's warnings and daily maintenance had been followed in accordance to the relevant instruction for use, the risk for patient or caregiver could have been avoided. Looking at the incident scenario it has been established that maxi move passive floor lift was being used for patient handling at the time of the event and in that way contributed to the adverse event - the spreader bar fell with resident to the floor and he/she sustained the injury in consequence. There was a device deficiency found (detachment of the t-bar assembly) that has caused the spreader bar fall and from that perspective the device was not up to its specification at the time of the incident.

Event description:
On (B)(6) 2016 the resident was transferred by maxi move passive floor lift when a hanger bar (spreader bar) separated and he/she fell on the floor. According to the received information, a spreader bar separated from lifting arm. As a consequence, the resident fell to the floor. It was found that the t-bar nut loosened up and came off dropping the t-bar with the spreader bar out of the lifting arm. Unfortunately, despite our best efforts, the facility staff has not revealed any further details about the incident, neither a sustained injury because of their internal investigation and health information privacy. It was confirmed only that the injury required hospitalization.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 the resident was transferred by maxi move passive floor lift when a hanger bar (spreader bar) separated and he/she fell on the floor. The details of sustained injuries are unknown at this time.